Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was advised to replace the image processor board. No conclusion can be drawn as the customer has not called back to arrange for the repair.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.